Event description:
It was reported that during a da vinci-assisted ventral hernia tapp surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical support engineer (tse) and reported error logs seen for the integrated electrosurgical unit (iesu) or erbe. Tse reviewed system logs and confirmed multiple errors. Tse had the customer power cycle the erbe, but the errors immediately returned. Tse then had the customer pull the power cord out of the erbe for 15-20 seconds and plug it back in. Customer performed this but the errors returned. Tse suggested to swap out the vision side cart (vsc) or bring in a third-party force triad (ft)with the activation cable. Customer was able to locate the activation cable and ft. Customer brought the generator in and connected. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 03/13/2025: the procedure was performed on (B)(6) 2025 with ports placed when the issue was identified. The system was checked upon powering on, and the procedure was completed with the force triad generator.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to c-00 errors. System inspected, tested and verified as ready for use. The complaint was confirmed based on field evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe was analyzed and found measurement value for hf voltage too small in on state found to be the root cause of the reported event. A visual inspection shows the unit has no significant scratches or dents. The front bezel is in decent condition. C-34 error occurred during start-up and m-11 during mono activation. The complaint was confirmed based on the failure analysis. The probable cause of errors c-00 & c-34 is attributed to a faulty electrical component inside the erbe generator. These errors indicate an out of tolerance voltage value during energy activation. Please note that the product evaluation was also provided under 2955842-2025-09673 which was found to be a related event.

Event description:
Refer to h11 for follow-up information.